Event description:
The customer(s) returned the orthopat perioperative autotransfusion system for repair due to fluid ingress. No pt or operator injury was noted in the service/complaint records.

Manufacturer narrative:
Product was removed from the field and scrapped per (B)(4). It cannot be confirmed whether there was a device malfunction or if there were damaged electronic circuitry.